Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1999. The month of manufacture was march. During ge healthcare technician checkout, it was found that the leak was less than 9l/min. The manual ventilation was impacted due to faulty auto to manual switch. The auto to manual switch was replaced to fix the reported issue.

Event description:
The hospital reported that, the unit didn't pass the leak test. There was no reported patient injury.